Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 377479, batch no.: 0259819. It was reported that the scrubs are not sealed properly. Per complaint details received: I am writing to notify you that the last 5 boxes of e-z scrub that we have opened have all been defective. About half of the individual scrubs in each box have not been sealed properly, therefore, they were not able to be used. The lot numbers were all 0259819 and the expiry was 2022-09.

Manufacturer narrative:
Review of DHR did not find any attributable deficiencies that would lead to this issue. Review of risk management document shows that severity for this issue is low with leaking product and customer dissatisfaction being the potential failure mode. Review of the sample pictures show that the seal for the foil package was inadequate. Possible causes of this issue could be result of incorrect set up or rejected product being inadvertently introduced back into the product stream. Review of the batch record shows that production was performed as specified and all in-process quality checks met established specifications. Review of lot history show no non-conformance events issued for this lot. Root cause for this issue cannot be established at this time. Any future complaints will continue to be monitored for this lot and assessed. Follow up emdr pr (B)(4).

Event description:
Material no.: 377479. Batch no.: 0259819. It was reported that the scrubs are not sealed properly. Per complaint details received: I am writing to notify you that the last 5 boxes of e-z scrub that we have opened have all been defective. About half of the individual scrubs in each box have not been sealed properly, therefore, they were not able to be used. The lot numbers were all 0259819 and the expiry was 2022-09. I have attached two pictures for your reference.